Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for catheter ablation. During the procedure, it was mentioned that despite several attempts made, the needle was not able to be energized. The rf tone was heard, and the generator was in ready mode when energization was attempted but the needle was not able to cross. It was also mentioned that the needle was manually shaped, and no error was noted on the generator. Thus, the needle was placed with another same model needle and the procedure was completed successfully. No patient complications were reported. The needle is not expected to be return for analysis (disposed).